Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned complaint device revealed two kinks in the catheter of the device. The exit ramp was found no longer in its downward position. Inspection of the catheter also revealed damage to the c-channel. The damaged c-channel created a jagged edge. Functional testing was performed; a 0.035 inch guidewire was loaded at the introducer and exited at the distal tip of the device successfully, however resistance was experienced during advancement due to the kinks in the catheter and damage in the c-channel. Based on the condition of the returned incident device, the complaint that there was a remnant piece of plastic covering the guidewire exit port was not confirmed; it is possible the exit ramp in the upward position was mistaken for a remnant piece of plastic. Although the investigation could not confirm the reported event, this complaint will remain an MDR reportable event based on jagged edges noted in the catheter of the device. The damage noted to the catheter of the device may be due to excessive force used in removing the guidewire from the c-channel. The most probable root cause for this event is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4), 2011 that an extractor rx retrieval balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6) male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, the patient was being treated for painless jaundice due to suspected stricture of the common bile duct. During the procedure, the extractor rx balloon was advanced over a hydra jagwire guidewire (bsc, unknown upn), however the guidewire would not exit at the exit ramp of the extractor rx balloon; the guidewire continued to run up the c-channel of the catheter. It was reported that it appeared there was a remnant piece of plastic covering the guidewire exit ramp; the piece of plastic was blocking the guidewire. It was also reported that this piece of plastic was "still slightly connected to the catheter". The guidewire was lifted out of the c-channel and the balloon was then advanced into the patient. The procedure was completed with this extractor rx retrieval balloon. It was confirmed there was no malfunction of the hydra jagwire guidewire used in this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Please note: the origin of the "remnant piece of plastic" is currently unknown and it was reported the plastic was "slightly connected" to the catheter. Based on available information, it is unknown if there was a potential for this fragment to detach inside the patient, therefore the event has been deemed a MDR reportable event. Should further information become available, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6), male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, the patient was being treated for painless jaundice due to suspected stricture of the common bile duct. During the procedure, the extractor rx balloon was advanced over a hydra jagwire guidewire (bsc, unknown upn), however the guidewire would not exit at the exit ramp of the extractor rx balloon; the guidewire continued to run up the c-channel of the catheter. It was reported that it appeared there was a remnant piece of plastic covering the guidewire exit ramp; the piece of plastic was blocking the guidewire. It was also reported that this piece of plastic was "still slightly connected to the catheter". The guidewire was lifted out of the c-channel and the balloon was then advanced into the patient. The procedure was completed with this extractor rx retrieval balloon. It was confirmed there was no malfunction of the hydra jagwire guidewire used in this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Please note: the origin of the "remnant piece of plastic" is currently unknown and it was reported the plastic was "slightly connected" to the catheter. Based on available information, it is unknown if there was a potential for this fragment to detach inside the patient, therefore the event has been deemed a MDR reportable event. Should further information become available, a supplemental MDR will be filed.